Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the forward and reverse triggers were sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due wear components from repeated sterilization and normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the small battery drive device would not work. The event was not reported to have occurred during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.